Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Two units were returned for evaluation; the returned units were received in decontaminated condition inside a plastic bag without their original packaging. The complainant returned units were visually inspected at 12 to 16 inches under normal conditions of illumination. No damages nor other workmanship defects were detected. One unit was test for leak by introducing colored water in the product. Results: it was found leaking from the drip chamber. The complaint is confirmed. Of the 2 samples received, only 1 sample was tested due to the confirmation of reported failure mode. The most probable root cause was that during the drip chamber assembly the solvent was not applied in the desired 1/8 inch dipping depth. The corrective action resulted to mitigate this failure was released on 17/sep/2019 to update the manufacturing process due the implementation of the solvent dispenser, the operations of the drip chamber assembly were updated for refer the new dispenser. The device reported was manufactured after the corrective actions implemented, as a result of this reported condition. The action taken was to revisit the mitigations implemented and to reconfirm the adherence in the execution. It will be continue monitoring the trend on this failure reported to determine if it needs an escalation for new actions.

Event description:
Additional information received on 19-jan-2021: the second event noted on the customer's response was another issue not with the manufacturer's item. Only with the first event and the customer used two of the items on the same patient.

Event description:
Information was received that during use of this smiths medical level 1 trauma fast flow disposables, leaking was noticed. It was reported that upon starting the blood after priming tubing, leaking of blood noted from the top drip chamber near the spiked unit. Subsequently a second tubing was primed and the remainder of the first unit was begun, and again blood was noted to be leaking from the same spot at the top of the drip chamber, where white cap meets chamber. No patient injury reported.